Event description:
A (B)(6) customer felt hypoglycemic and tested her blood glucose on two contour next link 2.4 meters. The readings were 150 and 50mg/dl. Further information regarding the incident was not provided. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.